Event description:
I received the dexcom g6 and setup the device on (B)(6) 2018. The device seemed to function as intended. I relied on the readings and found myself in trouble with the glucose levels. The device reported glucose at 96 points below the actual level. Not knowing the device failed caused me to alter my scheduled medicines so I would not bottom out. "Alas," the entire time, my glucose was continuing to rise. The device showed a level of 224 while my other glucometer showed a reading of 335.